Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak following her treatment. When she opened the cassette door she found moisture on the back of the cassette. She reported that she had contacted her pd nurse. The sample was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics.